Event description:
Reporter indicated that during routine generator revision surgery, a lead discontinuity was observed. Follow up with the surgeon's office revealed that there were no reports of patient manipulation or trauma. No x-rays was taken. Device diagnostics provided and no high lead impedance readings were obtained prior to surgery. The device was discarded and will not be returned for product analysis.